Manufacturer narrative:
A ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a display failure. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this is a cosmetic issue and does not affect functionality of the product. Per details in the complaint, the damaged part did not affect performance or operation of the device.